Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device was programmed and turned on at 1.0 amp while they were in recovery. The patient started seizing and a nurse thought this was due to the stimulator. The device was turned off, but it was unknown if this resolved the issue. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep: manufacturer representative reported the doctors told the patient the "shaking" was not due to the stimulator and that it was not a seizure (this was not confirmed with hcp); patient was released the same day without requesting follow up on the shaking. It was reported that the patient does not have a history of seizures. No further complications reported/anticipated.